Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece had insufficient vacuum during a vitrectomy procedure. The surgeon used the cutter to vacuum the remaining nucleus. There was no harm to the patient.